Event description:
(B)(6) study. It was reported that following a coronary artery stenting treatment procedure, the patient had unstable angina, in-stent restenosis and required target vessel revascularization (tvr). In (B)(6) 2011, the patient presented with exertional mid-sternal chest pain radiating to left arm associated with elevated cardiac enzymes. Subsequently the patient was diagnosed with non q-wave st elevation myocardial infarction and cardiac catheterization was recommended. The 1st target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 20mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with direct placement of a 3.00x24mm taxus liberte stent, with 0% residual stenosis. The 2nd target lesion was located in the proximal left anterior descending artery (prox lad) with 80% stenosis and was 6.00mm long with a reference vessel diameter of 3.50mm. The physician treated the lesion with direct placement of a 3.50x8mm taxus liberte stent, with 0% residual stenosis. In addition, the severe trifurcation stenosis in the 1st obtuse marginal branch (om1) and atrioventricular circumflex were treated with balloon angioplasty using a non-bsc balloon, which reduced residual stenosis by 10% and 30% respectively. The 3rd target lesion was located in the 2nd obtuse marginal branch (om2) with 90% stenosis and was 6.00mm long with a reference vessel diameter of 3.50mm. The physician treated the lesion with direct placement of a 3.50x8mm taxus liberte stent. Post stent deployment there was some plaque shift into atrioventricular circumflex which was treated with balloon angioplasty using a non-bsc balloon with 10% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with intermittent exertional burning chest pain radiating to left elbow associated with moderate dyspnea. The patient was hospitalized and subsequently was diagnosed with unstable angina. Cardiac catheterization was recommended. The study drug was discontinued due to the event. It was found there was 99% in-stent restenosis in the mid lad which was treated with pre-dilation and placement of a 3.50x16mm promus element plus stent with 0% residual stenosis. The event was considered as resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).